Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the adhesion/clogging of foreign material in the air/water tube, cylinder and nozzle was confirmed. Moreover, it was noted that the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the distal end. However, the foreign material could not be identified. Additionally, the root cause for the presence of the foreign material in the subject device could not be determined. However, the device did not meet the specifications nor functions, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use in: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to wear of forceps elevator lever, upwards/downwards knob cannot be locked securely; air/water cylinder has foreign objects; scope cover has a crack; plug unit has a scratch; label on scope connector is damaged; due to a crack on distal end, water tightness is lost; due to clogging of nozzle, water removal ability does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; air/water tube has foreign objects; distal end cover has a crack; nozzle has foreign objects; objective lens has a chip; light guide lens has a crack; adhesive on bending section cover or distal sheath rubber has a crack; connecting tube has a wrinkle; and universal cord has a scratch. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestnal videoscope air/water cylinder and air/water tube and nozzle had foreign material material. There were no reports of patient involvement.